Event description:
It was reported that the patient had a history of diaphragmatic stimulation. The lv (left ventricular) lead was turned off. Later during a device changeout for normal battery depletion, it was partially explanted and replaced, the remainder of the lead not being explanted due to excessive calcification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2003; 5076-45, implantable pacing lead, (B)(6) 2003. (B)(4).